Event description:
During service inspection of the unit failure of no audio during post tone was identified. There was no pt harm reported.

Manufacturer narrative:
The failure of no audio was isolated to the main pcb. Additionally unit appeared to have been damaged. The manufacturing facility has initiated a corrective and preventative action associated with the confirmed failure.